Event description:
The infant was witnessed dislodging her nasogastric tube. A new tube was obtained and placed without difficulty in the opposite nares. The tube feeding was hung. This rn had checked on the patient several times over the following forty minutes, and the feed appeared to be infusing without incident. The feeding was noted to be done, but the patient was noted to be fussy, as if still hungry. When disconnecting the feed, the patient's bed was noted to be saturated with feed. The nasogastric tube was noted to be in place and all the connections were intact, but when this rn took a flush syringe and flushed the tube there was leakage noted at the connection point between the nasogastric and the clear y-connector. This is where the feed port and med port are attached.